Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Event description:
It was reported that the pump could not be charged with the usb cable. Pump was able to be charged using an alternate usb cable. There was no reported impact to the customer's blood glucose level.